Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: initial reporter-zip code (B)(6). The homechoice has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device proceeded to the fill cycle prior to the initial drain. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review could not confirm the reported problem through the logs because it was unclear what the reported problem was. The review of the event history logs did not identify any other alarms. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.